Manufacturer narrative:
Continuation of d10: other medical products in use during the event include: brand name: evolut fx dcs; medtronic product ID: d-evolutfx-34 (lot: unknown); product type: 0195-heart valves; full UDI#: unknown; manufactured date: unknown; use by date: unknown; implant date: non-implantable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during preparation for a transcatheter aortic bioprosthetic valve replacement procedure, the valve was loaded by an experienced hospital nurse. The valve load was reviewed via fluoroscopic inspection and crown overlap was noted in the valve frame just prior to node four. The valve and delivery catheter system (dcs) were used for attempted implant. A pre-implant balloon dilation was performed with a 25mm non-medtronic balloon. Vascular access for dcs insertion was achieved by the femoral artery. The dcs and loaded valve were advanced through the patient without issue. The dcs deployed the valve to 80% and upon inspection, an infold was observed in the valve frame. The dcs recaptured the valve and the system was withdrawn from the patient. A new valve was loaded onto a new dcs by the same nurse. Fluoroscopic inspection of the second system load was confirmed good. The second system was used to implant the valve without issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
Image review: two static images of the event were provided for review. Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap beyond node 4. The valve was attempted to be implanted and an infold was noted. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during preparation for a transcatheter aortic bioprosthetic valve replacement procedure, the valve was loaded by an experienced hospital nurse. The valve load was reviewed via fluoroscopic inspection and crown overlap was noted in the valve frame just prior to node four. The valve and delivery catheter system (dcs) were used for attempted implant. A pre-implant balloon dilation was performed with a 25mm non-medtronic balloon. Vascular access for dcs insertion was achieved by the femoral artery. The dcs and loaded valve were advanced through the patient without issue. The dcs deployed the valve to 80% and upon inspection, an infold was observed in the valve frame. The dcs recaptured the valve and the system was withdrawn from the patient. A new valve was loaded onto a new dcs by the same nurse. Fluoroscopic inspection of the second system load was confirmed good. The second system was used to implant the valve without issue. No patient complications were reported as a result of this event. Additional information was received indicating that a procedural delay occurred as a result of the infold. Per the physician, nothing in terms of the patient's anatomy contributed to the infold.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.